Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother, who is a (B)(6), stated the patient is has hypoglycemic unawareness and at the time of event, stated they had a headache and a stomach ache. It was indicated that the cgm was displaying a reading of 4.4 mmol/l, so a finger stick was performed, and the bg meter was displaying 1.3 mmol/l. The patient's mother immediately gave the patient a full bottle of (B)(6) and tested their blood sugar with a meter after 15 minutes. She stated that the patient's blood sugar had not increased and a second bottle of (B)(6) was given to the patient. The patient's mother monitored the patient throughout the night and by following day, the patient was doing fine but felt groggy and unwell. At the time of contact, the patient was in stable condition. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.